Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-115mg/dl fasting. Verified test strips expire 06/17/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory - date and time were not set correctly when viewing meters memory: (B)(6). Customers concern: 170, 176, 61, 59, 63mg/dl. No adverse event reported.